Manufacturer narrative:
The reported problem could not be duplicated. The unit conformed to performance verification delivery accuracy tests and long term tests. Malfunction alarms (1a and 1e) observed in the device history are not related to the reported event. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approximately 2.10/million sets.